Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after as interventional procedure. Reportedly, the thumb advancer could not be advanced. The safety release was used, unsuccessfully. Counter traction and force were used to remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.